Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the device and clip failed efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and the leaflets grasped. While establishing final arm angle (efaa), the clip opened and mr increased. After numerous attempts to open and relock the clip in order to alleviate the problem the problem persisted. The decision was made to remove the clip and place a new one. The leaflets were ungrasped and the clip inverted in order to remove it however difficulty was met during retraction. The clip did not appear to be entangled in a chordae. The decision was made to not continue to try and remove the clip due to the risk of causing damage therefore the clip regrasped the leaflets in the same location. This time when the clip was opened to sloppy neutral it did not relax/open and stayed in the original locked arm angle. The clip was released and the procedure completed with the mr reduced to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported clip open during efaa could not be determined. A cause of the reported difficulty removing the device could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.